Manufacturer narrative:
The device was implanted for 54 months and has not reached eri yet. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient had received inappropriate shocks and several anti-tachy paces due to noise from the associated right ventricular (rv) competitive lead. The device detection feature was programmed off until a revision procedure was performed. Four days later, the competitive lead and this implantable cardioverter defibrillator (ICD) were removed from service and replaced. It was reported that the device was replaced as a result of significant battery usage. No adverse patient effects were reported.